Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: unknown); product type: 3294-generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter array inverted. The procedure continued but during the removal of the catheter, the catheter could not be retracted into the sheath. The array became significantly entangled which cause considerable resistance when trying to retract into the sheath. The catheter was pulled into the right atrium and then retracted into the sheath with some force. A post map was performed with another company's catheter and it was determined that no additional ablation were necessary. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012783294 was returned and analysed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment. On the spiral array segment, the distal arm pebax tube was observed to be pinched, electrode #1 was observed to be crushed/damaged, electrode #1 was observed to be displaced, an exposed electrode wire was observed, inverted array was observed, and the proximal arm pebax tube was observed to be torn. Catheter identification and ablation testing was conducted. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Catheter to sheath compatibility testing was performed. During compatibility testing, catheter to the sheath insertion failed. Verification of steering mechanism was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanisms were conducted. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot verification (where applicable): electrical continuity test revealed an open loop on the electrode #1 wire. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the array segment, an electrode wire to electrode #1 detachment was observed. In conclusion, the catheter failed the return product inspection due to the distal arm pebax tube observed to be pinched, electrode #1 observed to be crushed/damaged, electrode #1 observed to be displaced, an exposed electrode wire observed, inverted array observed, and the proximal arm pebax tube observed to be torn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.